Event description:
A customer in the united stated contacted biomérieux to report a qcv (quality control verification) failure (position e1) in association with the vidas® analyzer. As the same discrepancy could have occurred with a patient sample since the last successful qcv ((B)(6) 2016), the customer was instructed to conduct a retrospective analysis. At this time it is unknown if this failure impacted patient results. There is no indication or report from the laboratory that the failed qcv identified any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united stated contacted biomérieux to report a qcv (quality control verification) failure (position e1) in association with the vidas® analyzer. An investigation was performed. Note that an observation of a qcv failure means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the vidas® system risk analysis. A biomérieux field service engineer (fse ) conducted an on site investigation and identified the root cause of the qcv failure. The issue on position e1 was confirmed by an non-conforming pump tester value in the impacted position. It revealed a blocked pump channel that is the cause of failed qcv. During visual inspection of the pump assembly, the fse found crystallization formed between the seal and the spr block. The crystallization observed by the fse could come from the cleaning procedure applied in 2016 that used bleach. If the procedure is not correctly followed (e.g. Incorrect bleach concentration used), the excess of bleach can lead to crystallization. Note that the cleaning procedure has been modified in the last revision of the user manual (B)(4) : bleach is not used anymore. The customer confirmed that they used a higher concentration of bleach to clean the seals than written in user manual (6% concentration for bleach), thus confirming the investigation results. The fse fixed the issue by using the pump cleaner tool and replacing the seal. The instrument was then qualified as conforming by performing the pump test, qcv test and leak test.

Manufacturer narrative:
Follow-up medwatch is being sent to correct the date received by manufacturer to 07feb2017, when data supporting the malfunction event was reported by the customer. Retrospective data was submitted on 07feb2017. According to the results of the controls performed on position e1, patient results could be impacted if they were tested during the period between the (B)(6) 2017. However, the customer indicated not being able to rerun all of the samples and only able to rerun/repeat the last samples (5 or 6 samples) as these samples were still in the laboratory. Therefore, without rerunning potentially affected samples, potential impact can't be estimated.